Event description:
Originally reported to idtf inr 2.3 with protime system vs 3.4 inr with unspecified lab system. Subsequently inr 3.3 with protime system vs 4.4 inr with unspecified lab system. Pt therapeutic range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. No product returned from user facility. Customer complaint could not be confirmed. No conclusion can be drawn.